Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported that the patient could not maintain charging the device and it was replaced with a primary cell battery. They were working with the patient to charge the device for around 2 months. From what the rep remembered, the patient was just incapable of charging the device. The healthcare provider (hcp) staff and rep continued working with the patient, but she just could not learn how to recharge the device. One thing led to another and the replacement was eventually scheduled by the hcp. The patient determined they needed a primary cell battery and the rechargeable battery was replaced at a procedure on (B)(6) 2016. The patient was getting good stimulation and recovered following the operation to replace the battery. There were no symptoms reported. Relevant medical history included non-malignant pain.